Event description:
It was reported that the device displayed the "ok" icon but failed to turn on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.